Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Accolade stem 6021-4535 and head 6260-9-236 were removed due to dislocation replaced with depuy stem and head. The dislocation was the reason for the surgery.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Accolade stem 6021-4535 and head 6260-9-236 were removed due to dislocation replaced with depuy stem and head. The dislocation was the reason for the surgery.